Event description:
Increased knee pain, increased knee stiffness, knee swelling. Info was received in dec 2003 from a physician regarding a pt, with a history of osteoarthritis. The pt received a series of synvisc injections (knee unk) in 2003. The physician removed fluid prior to the first two injections, but he was unable to aspirate fluid prior to the third injection. The pt contacted the physician and reported increased pain and stiffness in both knees. The following month, the physician reported that the pt received a series of synvisc injections to the left knee with benefit six months prior to a second synvisc series. The physician also reported that the pt experienced knee swelling after the second series of synvisc. The symptoms cleared promptly with an intra-articular corticosteroid injection (date unk). At the time of this report, the pt has recovered. Qa evaluation results: the review of synvisc product release data for the us and canadian facilities did not indicate trends that could be associated to any product complaints.